Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade shield did not retract after obturator cut through the abdominal wall. Device completed the case. There were no consequences to the patient.